Manufacturer narrative:
The insulin pump passed prime/compromised force sensor system, excessive no delivery alarm test, and displacement test. The insulin pump was received with a scratched lcd window, a broken belt clip slot, and a missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a scratched lcd window, a broken belt clip slot, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 432 mg/dl. Customer treated with injections. Customer stated that she has a back-up plan. Customer stated that the alarm occurred previously and had occurred during bolus and basal. Customer stated that the issue has not been resolved and the no delivery alarm is recurring. Troubleshooting was performed and customer stated that the insulin did exit with a little effort. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.